Manufacturer narrative:
Analysis found the unit with stuck motor error alarm loop during bolus delivery. However, the unit passed rewind, basic occlusion, prime and displacement tests. The motor was tested outside of the device and passed the motor test. The motor may have had intermittent failure that was not detected during testing. Analysis was unable to confirm motor position encoder error alarm due to erased history file. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.